Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, the patient had a stroke originating in the left hemisphere of the brain and was admitted to the hospital due to neurological dysfunction and bleeding. Aphasia was observed. Based on the computed tomography (CT) results, the patient was diagnosed with an intracranial hemorrhage. There was no surgical intervention or drug treatment performed. Conservative treatment and endoscopic hemostasis were performed. Anticoagulant treatment at the time of onset was warfarin and clopidogrel. The cause of the neurological dysfunction was determined to be device related. Although the relationship between neurological dysfunction and this product was low, it could not have been denied (because there was no overprolongation, but the need to take warfarin and antiplatelet drugs was caused by the pump).